Manufacturer narrative:
A printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The pcb was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated; however a different issue was found, the unit started to power cycle. The root cause of the power cycle could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the e360 ventilator screen blacked out. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.